Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the header separation. An adequate amount of medical adhesive was still attached to the header; however, not on the device can. An x-ray revealed both tip wires were broken as a result of the header separation. Manual testing noted no output observed in unipolar or bipolar configurations when monitored with a 500 ohms load. Therefore, loss of therapy may have occurred while the device was implanted. The device memory was reviewed, confirming the rise in atrial impedance measurements. The memory indicated that the ventricular impedance measurements remained constant; therefore, critical therapy was provided.

Manufacturer narrative:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this device was not functioning properly. Upon opening the pocket, it was noted the header was broken. This device was explanted. No adverse patient effects were noted.

Event description:
Information was later received that noted the right atrial lead exhibited loss of capture and increased impedance measurements to 2300 ohms. The lead was tested through a pacing system analyzer and all measurements were appropriate. It was suspected the cause of the lead issues was the damaged header.